Event description:
It was reported that the pt expired. The cause of death was unrelated to the implanted system. The cause of death was not reported. It was reported that the pt had a history of metastatic prostate cancer. The pump contained morphine, bupivacaine, clonidine, compounded baclofen.